Manufacturer narrative:
Additional information provided to sections b4, g6, h2, h3, and h11. Corrections made to sections b5 (describe event or problem) and h6 (type of investigation & investigation conclusions). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
When injecting the patient (B)(6), it was found that the syringe was damaged and the patient could not be injected with the medicine. On june 24, customer service called the contact person to verify the information. The contact person was not very clear about the details and did not know the specific part of the syringe that was damaged. Sample availability? No. Sample availability details: no sample available.

Event description:
(B)(4). When injecting the patient ((B)(4)), it was found that the syringe was damaged and the patient could not be injected with the medicine. On june 24, customer service called the contact person to verify the information. The contact person was not very clear about the details and did not know the specific part of the syringe that was damaged. Sample availability? No sample availability details: no sample available.